Event description:
The hosp reported that the clinician noted a decrease in the pt's heart rate during a case. The clinician felt it was due to an increased output of the vaporizer. The clinician turned the vaporizer off and ventilated with o2. The pt's heart rate returned to normal. The case was completed with no further complaint. There was no reported pt injury. The hosp is using the vaporizer on a non-validated non-ge anesthesia machine. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.